Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an infusion set cannula kinked event leading to diabetic ketoacidosis and went to emergency room (ER) on (B)(6) 2025. The event occurred within three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for less than one day. The patient receied IV and fluids of saline. The blood glucose level was high and the patient was treated with multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. The patient was released from ER on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.